Event description:
It was reported that the ventilator's delivered o2 concentration differed from the set value. Patient involvement is not known. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported deviation of o2-concentration was not reproduced during test of the returned oxygen gas module in a reference ventilator. No deviation during pre-use check and no alarms were generated during ventilation, nor any deviation during tests in the production test system. The received device logs doesn't confirm the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).